Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, a cartridge alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A pump reset was performed, customer loaded a new cartridge and resumed insulin to resolve the issue.